Manufacturer narrative:
PMA/510k: this product is not marketed in the u.s. Work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens tore/broke during loading, there was no patient contact. "Lens tear due to snagging while loading injector" was reported. A replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event is unknown.